Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed and error 35 have been found (0n (B)(6) 2024), therefore the reported event is confirmed investigation revision: add information regarding the sub code for the customer. The reported device was not sent back to brézins for investigation. The error 35 is a "motor period" error, the software estimates that the motor is not in the position where it should be at that moment according to the programming. The sub error 0010h-0020h (0010 chained by 0020) of error 35 is a known issue that occurs in a particular configuration where the flow rate is slightly changed during infusion at an already very low flowrate. As an example: changed by <110% for rates of 0,1 to 0,7 ml/h. Upon investigation of the previous cases about error 35, it was confirmed that this issue is linked to the pump embedded software. Corrective actions is implemented with new software version. We therefore recommend updating your pump software to version 4.2 (approval in canada on december 2024). As long as you are using the software with the bug, if it is necessary to program very low flow rates (around 0.1ml/h), it is not advisable to change several times the flowrate setting in the space of a few minutes. As the motor turns very slowly, the new setpoint needs time to be taken into account by a motor step. Generally, for very low flow rates, it is advisable to use a syringe pump, which will be more precise. The issue regarding to loose screw and any related internal damage will be dealt with in complaint (B)(4). This complaint is considered as: valid. The trend is: normal.

Event description:
The following has been reported: during norepinephrine infusion (0.02mcg/kg/min) volumetric pump (sn# (B)(6)) alarmed error 35-0010 motor period control. Clinical staff is noticed pt's bpm went from 100 to 240 for 5 minutes. Possible bolus infusion. Reporting as a conservative measure. Adverse event effects were reported. Additional information is needed to complete the investigation.